Manufacturer narrative:
One open contact lens was returned to the manufacturer in used condition for analysis. Analysis is ongoing, once further information is available a follow-up report will be submitted. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges they were diagnosed with keratitis after using the device. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.